Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. In addition, it was reported that resistance was felt when filling the cartridge during the load sequence. The customer's blood glucose level ranged from 118-180 mg/dl. Reportedly, the pump supplies was changed to address the issues.